Event description:
The patient underwent the stent assisted embolization of the left vertebral artery aneurysm. The procedure was completed and the imaging did not reveal any problem after the procedure. However, one and a half days post procedure; the patient developed an in-stent thrombosis which resulted in a stroke with mild paralysis. The patient was given novastan 20mmg during 24hours to treat complications. The patency of the vessel was restored. One and a half month after the procedure, the patient was discharged and the current patient condition was reported as "recovered."

Manufacturer narrative:
The device remains implanted.

Event description:
The patient underwent the stent assisted embolization of the left vertebral artery aneurysm. The procedure was completed and the imaging did not reveal any problem after the procedure. However, several days post procedure; the patient developed an in-stent thrombosis and a stroke with mild paralysis. The patient was given medication (the name and dosage unknown) to treat complications. The patient recovered. No further information was provided.

Event description:
The patient underwent the stent assisted embolization of the right vertebral artery aneurysm. The procedure was completed and the imaging did not reveal any problem after the procedure. However, one and a half days post procedure; the patient developed an in-stent thrombosis which resulted in a stroke with mild paralysis. The patient was given novastan 20mmg during 24hours to treat complications. The patency of the vessel was restored. One and a half month after the procedure, the patient was discharged and the current patient condition was reported as "recovered."

Event description:
The patient underwent the stent assisted embolization of the left vertebral artery aneurysm. The procedure was completed and the imaging did not reveal any problem after the procedure. However, several days post procedure; the patient developed an in-stent thrombosis and a stroke with mild paralysis. The patient was given medication (the name and dosage unknown) to treat complications. The patient recovered. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis, stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.